Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through social media, the patient reported they had a tavr with a sapien 3 valve approximately 16 months ago. The valve formed mini clots and the patient underwent open heart surgery to replace the thv valve and pre-existing surgical valve. No additional information was available.

Manufacturer narrative:
Explant of a valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. Despite multiple attempts, additional information was unable to be obtained. The reason for the valve explant remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.